Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous and calcified proximal left anterior descending (lad) coronary artery. The quantum maverick monorail was being used to post-dilate a taxus drug eluting stent. The balloon ruptured at 20 atms on the third inflation. The first inflation was performed to 18 atms for 30 seconds. The second inflation performed to 20 atm for 60 seconds. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any add'l relevant info is received, a supplemental MDR will be submitted.